Manufacturer narrative:
According to the reporter the device was discarded. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event cannot be conclusively determined; however, it should be noted that the monarch blue injector with a d cartridge is not validated for use with the intraocular lens (iol). User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) is the most likely root cause. No corrective action required. The investigation is complete.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The investigation is ongoing.

Event description:
It was reported that the haptic on an intraocular lens (iol) completely came off. The surgeon removed the lens and replaced it with another lens of the same model. The incision was enlarged, however no sutures were used and there was no patient injury.